Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/ slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the during the implant procedure, the catheter broke in half during the slitting process. The lead remains in use. No patient complications have been reported as a result of this event.